Manufacturer narrative:
F10) device code: appropriate term/code not available (3191) selected for perforation.

Event description:
Patient allegedly received an implant on (B)(6) 2019 via the {vein listed in the pps} due to prior deep vein thrombosis (dvt); preop for bariatric surgery. Patient is alleging vena cava perforation and device tilt. Patient notes and further alleges "[inferior vena cava] ivc filter is tilted anteriorly and the hook contacts the ivc wall. Multiple struts of the filter perforate [patient] vena cava up to 11mm. Primary strut is potentially perforation [patient] aorta". "Patient has experienced emotional distress from not knowing whether her defective cook ivc filter will cause additional injury". Patient further notes limited mobility and worsening of anxiety and depression. Per the ivc filter implant report dated (B)(6) 2013: "over a bentson guidewire, the introducer sheath for a tulip inferior vena cava filter was advanced into the ivc. The filter was deployed without difficulty in the infrarenal ivc. The sheath was removed and local hemostasis was achieved. Patient tolerated procedure well".

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2013. Patient alleges to have been injured without further explanation.